Event description:
The ltv ventilator failed when connected to the patient. The vent shut off without warning and when it was turned back on, the vent did not ventilate for 30-45 seconds. No harm to the patient.